Manufacturer narrative:
Update made to a1: patient identifier: (B)(6) (previously submitted as ni). Update made to d1: brand name: minicap transfer set (previously submitted as ni). Update made to d4: catalogue #: 5c4482 (previously submitted as asku). Update made to d4: lot #: h22g28059 (previously submitted as asku). Update made to d4: expiration date: 07/28/2027 (previously submitted as ni). Update made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). Update made to g4: PMA/510k # or bla#: k152675 (previously submitted as ni). Update made to h4: device manufacture date: 07/28/2022 (previously submitted as ni). Update made to f10/h6: medical device problem codes: replace a0401 with a0404. B5: during follow up, it was clarified that there was a crack in the blue part of the transfer set. The device was received for evaluation. A visual inspection with the naked eye noted a cracked main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol, or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue part (female connector) of a transfer set was broken. This was observed during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.